Manufacturer narrative:
The device, ref hnm-79-5520 (lot 2392) is an implantable lateral anchor for foot and ankle procedures. This device is manufactured by valeris medical, inc. Under 510(k) k133036 and private labeled for hnm medical. A packaged and labeled sample of the anchor was made on 11/30/2017 and sent to hnm medical as a demonstration unit the sample was marked as non-sterile and had a fictious expiration date of 11/29/1993 to ensure that it was not used for clinical use. The device itself was made to specification, but was a non-sterile sample. The sample device was inadvertently taken to the surgery center and used in a procedure. During the procedure it was not noticed that the product label stated that it was non-sterile and that it had past the expiration date. Although the sample device was used during the procedure, it is not known if it was actually implanted, as several anchors were tried and discarded during the procedure. As soon as hnm medical discovered that the non-sterile sample was used, the physician and surgery center was notified. Surgeon has responded that patient is doing fine and to the best of hnm's knowledge, no supplemental treatment is being done. We have confirmed that only one (1) non-sterile unit left our facility and that there are no more in the field.

Event description:
During a foot and ankle procedure on (B)(6) 2018, a non-sterile lateral anchor was used and possibly implanted into a patient. The surgeon and surgery center was notified on 4/9/2018. The patient is doing fine and to the best of our knowledge, no additional treatment is being done.